Manufacturer narrative:
On (B)(6), 2021, it was reported that during pump testing, two cartridges were loaded and pump successfully resumed insulin delivery twice. Pump functioned as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. There was no reported adverse impact to the customer's blood glucose level. No additional patient or event information was available.